Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 6, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a tt lamp. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that prior to a scheduled procedure the was an issue with the lamp. The surgery was started and completed using an alternate light source. There was no harm to the patient.